Event description:
It was reported that patient faced infusion set site leakage event on 13-nov-2025. The blood glucose level was high at the time of event and was treated with correction bolus via pump.

Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.